Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
It was reported to olympus that single use aspiration needle plastic braid broke off and was pulled out of the patient using biopsy forceps. It was noted that the issue occurred during the 3rd or 4th puncture. The customer reported the needle may have pushed out the metal coiled needle sheath which damaged the plastic braid. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to update the lot number of the device referenced in this report.

Manufacturer narrative:
This report is being supplemented to provide additional information and correction based on the legal manufacturer's investigation conclusion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: the reported failure likely resulted from the device experiencing excessive resistance and/or angulation. A definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): page 13 of the device IFU (instructions for use) addresses this: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Also, on page 12 of the device IFU, it says: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ this investigation is ongoing, and additional information regarding this event will be requested.

Manufacturer narrative:
Corrected/updated fields: b5, h6 this report is being supplemented to provide correction and additional information based on the legal manufacturer's completion of investigation. The subject device was not returned to olympus; however, photos were submitted. Upon reviewing the provided photos, the allegation was confirmed. The distal sheath was punctured and torn, and the distal hypotube was dislodged outside of the sheath. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during an endobronchial ultrasound-guided transbronchial needle aspiration.